Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic assembly.

Event description:
The customer reported that there is moisture visible under the display of the insulin pump and no or intermittent responses from the buttons. The customer's blood glucose was 210 mg/dl at the time the issue was reported. Nothing further reported.